Event description:
It was reported that the patient with this pacemaker system was scheduled to undergo a magnetic resonance imaging procedure. During programming the device into MRI protection mode, the field representative noted this device was programmed in unipolar configuration with high but still within range pace impedance measurements on the right ventricular (rv) lead. Oversensing of noisy signals was also observed which resulted in pacing inhibition greater than two seconds. Boston scientific technical services discussed that due to current programming, the MRI would be non conditional. The field representative stated that this would be further discussed with the physician. No adverse patient effects were reported. At this time, this device remains in service.